Manufacturer narrative:
H2) correction: imf code f1908 included in additional codes. Img code g05001 updated in additional codes. H2) device evaluation: d9 updated. H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the manufacturer representative rep laced the camera. The navigation system then passed the system checkout and was found to be fully functional. B01, c13, d02 are applicable. H3, h6: the camera was returned to the manufacturer for analysis. Analysis found that the returned camera had many nicks and scratches on the housing and both lenses. A check of the event log showed intermittent illuminator current low dating back to february 2020 and intermittent firmware incompatibility dating back to august 2020. The camera also failed an accuracy test (aak) at .319 mm with a passing threshold of .25 mm. Analysis found that the reported event was related to a electrical issue. B01, c02, d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: -, ubd:- , UDI#:- h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable and previously reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: a software analysis was initiated. However, no logs and archives were available. The software evaluation found that a probable cause was unable to be determined. Codes b01, c19, d15 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy during a spinal fusion procedure. All instruments appeared to be inaccurate by more than 2mm. The geometry error was reported as 0.19mm. The inaccuracy was noted to be intermittent. Technical services (ts) requested a video or photos of the issue. The inaccuracy was noticed in both trajectory views. The system was running on os 1.0.5, app 1.2. There was no impact on patient outcome and the issue caused a less than 1 hour delay. For troubleshooting, a second spin was done and everything seemed to be accurate for one screw and then accuracy was reported to be lost. After 10-15 minutes, the instruments seemed to be accurate. The imaging system was calibrated a month ago and verified.  Additional information was received, it was reported that workflow for this case was exposure for t2-l3. After the spine was ready for instrumentation, 2 spinous process clamps were attached. One was attached at t8-t9 and the second clamp was attached at l3. The spins were performed to cover necessary levels. The case took 3 spins off the 2 frame and then the imaging system was removed post-spins and then instrumentation used with navigation was performed. The case was noted to be a scoliosis long construct on a pediatric patient. The repeat spins after accuracy was lost was performed using a 5.5/6.0 revision rod attached via screws that were placed under navigation. It was noted that initially there were 3 spins performed to cover the necessary anatomy and then an additional 2 spins were performed after accuracy was lost less than halfway through the case. 1 additional spin was performed to finish the necessary levels of the surgery. The other additional spin was performed to check screw placement as accuracy was lost and the surgeon was not confident in the placement of the previous screws. The instrument workflow was constant and did not vary at all, the surgeon wo uld start with the navigated instrument and check the accuracy via the spinous process. A hole was then drilled with the instrument and then accuracy was checked of the tap prior to tapping. The hole was then checked with a 1.5 ball tip probe. After, the screws are then places and the surgeon was constantly checking on accuracy.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #: 1.2.0, h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.